Manufacturer narrative:
Patient is over 18 years old. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within a stricture in the colon during a stent placement procedure on an unknown date. According to the complainant, ten days post stent placement, it was found that the stent had not fully expanded. Reportedly, the patient initially did well post stent placement; however, "re-obstruction and tumor infiltration" within the stent lumen made it clinically apparent that the stent was not expanded. The physician implanted a wallstent within the wallflex stent to relieve the obstruction. Subsequently, the physician noted that the wallflex stent was difficult to deploy due to the "lack of an irrigation port" for the sheath. Additionally, the physician believes that the "weave in the wallflex is too open leading to tumor ingrowth." There were no patient complications as a result of this event. The patient's condition was reported to be well post procedure.